Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-03779. It was reported that both drg leads migrated after patient returned to normal activity following implant. The abbott representative reported that the physician did not use anchors or use any loops when leads were implanted. Surgical intervention was undertaken wherein both leads were explanted, replaced and physician anchored the new leads. Effective therapy was restored.